Event description:
As reported by the user facility: brief inquiry description: air in line alarm. Detailed inquiry description: during transfusion of blood, air bubble alarm sounded off with the blood transfusion set up (with asv) as part of the trial period for the mentioned special IV tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.